Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the scanning at the pyxis system in the adult unit was not working, while all other medications were able to be pulled successfully. A technical support specialist spoke with a nurse and verified the reported issue. The user confirmed that the scanner was used with patient orders and was functioning properly. It appeared that the issue had been resolved, and the customer confirmed that the system was working correctly. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es scanning was not working for every other medication pulled. The nurse had to scan the medication at least four to six times, and in some cases, the scanner still did not recognize the medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.